Manufacturer narrative:
Examination of the returned components finds nothing outward to suggest product error. Poly material wear is noted. This is not unreasonable after nearly 15 yrs implanted. The metal shell component is in very good overall condition. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action was not indicated. The investigation has also determined this product code is now obsolete. During considers the investigation closed at this time. Should add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address hip pain. Osteolysis was also reported.